Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient went in for a consultation on (B)(6) 2020, and the deflation was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with two 400cc mentor memorygel breast implant (catalog #: 3504001bc) on (B)(6) 2020.

Manufacturer narrative:
On 26-mar-2020, mentor received additional information regarding the date of explantation. A healthcare professional reported that the date was rescheduled from 4-mar-2020 to (B)(6) 2020. The relevant field has been updated. On 1-apr-2020, mentor received additional information regarding the date of explantation. Since the patient's mammogram was cancelled, the surgery has been put on hold. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-jun-2020, the suspected medical device was returned for evaluation. Since the date of explanation was not provided, the first date of the month when the device was received was used as best estimate of the date. The date of explantation was update as (B)(6) 2020. Follow up is in progress. If additional information becomes available in the future, a supplemental report will be submitted. On 10-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device, consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).